Event description:
It was reported the port was placed in 2006, in the left chest and was used for a number of chemo sessions without problems. In 2007, when the patient was prepped for chemo, swelling was noticed around the port area. A venogram showed leaking from the port body, and as a result the patient was taken to the theater, and the port was successfully removed and a second port was placed on the event date, as the patient needed to continue with chemo treatment. There were no related patient complications as a result of this occurrence.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.